Event description:
A report was received that the patient had a lesion at the ipg site which fell off, leaving the ipg exposed. The physician believes the lesion was device related. The physician explanted the ipg and implanted a new ipg deeper inside the existing pocket. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient had a lesion at the ipg site which fell off, leaving the ipg exposed. The physician believes the lesion was device related. The physician explanted the ipg and implanted a new ipg deeper inside the existing pocket. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of this device were reported. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.